Event description:
According to the reporter, during anterior lumbar fusion l5-s1 procedure, the surgeon was inserting the trial spacer with the trial spacer handle. The tip of the spindle broke off in the synfix lr trial implant 12 deg. The surgeon removed the trail spacer with curettes and completed the procedure. This complaint is on the trial spacer handle and this is 1 of 2 reports for the same event.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding event after filing this report shall be filed on a supplemental MDR. Review of the device history records showed that there were no issues that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received.